Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial or lot#: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-jun-2020, labeled for single use: no. (B)(4). This information was received from the apogee international product surveillance registry. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller exhibited poor mechanical connections associated with bent power port pins and batteries were not able to be connected. When attempting to exchange the primary to the back up controller, a healthcare provider and the patient's family bent the backup controller's power port pins. The driveline was connected first before connecting the power source. The controllers were exchanged in the emergency room and the patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed bent pins within power port one of the controller. Additionally, visual inspection of (B)(6) revealed contamination within both power ports and the serial port. The observed contamination is an additional finding not related to the reported event. Failure analysis of (B)(6) revealed bent pins within both power ports of the controller. Additionally, visual inspection of (B)(6) revealed a missing serial port cap. The observed missing serial port data cap is an additional observation not related to the reported event. The most likely root cause of the observed contamination and missing serial port data cap can be attributed to the handling of the device. The bent power port pins do not allow a power source to connect to the controllers. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Additional products: d4: (B)(6) d9: yes return date: 22-jun-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c0706, c070603 h6: FDA conclusion code(s): d01, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.